Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using ruby coils, a non-penumbra microcatheter, and a guidewire. During the procedure, while retracting a ruby coil to reposition it, the ruby coil unintentionally detached in the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed from the patient. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.